Event description:
Boston scientific received information that the patient with this device was hospitalized with acute pulmonary edema. Interrogation revealed two days earlier,the patient had a slow ventricular tachycardia rhythm that was treated with antitachycardia pacing which subsequently accelerated the rhythm into the ventricular fibrillation zone and a 41 joule shock was delivered that successfully converted the rhythm. No programming changes were made. It was thought the pulmonary edema may have been due to the shock that had been delivered, however the left ventricular lead is currently deactivated which may have also been a contributing factor. The patient remains hospitalized and a ablation procedure is intended.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.